Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problem or issues were identified during the device history record review. Pictures and a sample was received for evaluation. During inspection of the returned photos, a top view of a tracheal product is observed in one of the pictures, two are focused over the cuff where damage can be seen on the cuff surface. The returned sample was visually inspected under normal conditions of illumination according to procedure. The damage was observed on pictures and was found on the sample received; thus the failure mode is confirmed. The occurrence of this failure condition could be caused by not following the method during manufacture. No action taken.

Event description:
It was reported that during the pre-use check, the customer noticed the cuff was unable to be inflated and leakage of air was observed. No patient injury.